Event description:
It was reported the cutter/stapler was used during an unknown procedure. The device fired the first time and then would not fire a reload. Another device was used to complete the case. No patient consequence.